Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received critical block and inverse critical block did not add to zero and motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 190 mg/dl. The customer reported that the insulin pump completely went dead and was able to rewound and fill tubing. The device will not be returned for analysis.